Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens -10.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. The lens was later explanted and replaced for shorter length lens due to excessive vault and the problem resolved. Cause was reported as unknown.